Event description:
It was reported that during a hand assisted colectomy, the device seemed brittle when the packaging was opened. When they were starting to use the device, the device was torn. Another device was used to complete the case. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.